Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies, per visual inspection. No button error alarm was noted. The insulin pump was received with a cracked reservoir tube lip, a severely scratched lcd window, and a cracked case at the display window corners.(B)(4).

Event description:
It was reported that the customer received a button error alarm on the insulin pump. He had not checked his blood glucose. The alarm reportedly did not occur directly following exposure to moisture and a button was not pressed for three minutes or longer. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.